Event description:
During a hip procedure, the physician was utilizing a multivac 50 xl icw. The electrode on the head of the want lifted during use resulting in dislodgement of one electrode. X-ray of surgical site found that a foreign body was left behind. The user opted not to retrieve the fragment as it was in soft tissue and was not considered to be detrimental. There were no pt complications or harm to the pt.